Event description:
It was reported to boston scientific corporation that a percuflex¿ stent was used during a ureteroscopy procedure performed in the ureter on (B)(6) 2015. According to the complainant, when they unpacked the device, they noticed that half of the seal was already open and sterility was compromised. There was no physical damage noted to the device. The procedure was completed with another percuflex¿ stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.